Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed, 30x3.4-3.5mm, concentric, de novo target lesion was located in the moderately tortuous and non-calcified left main coronary artery (lm). Following predilation, a 32 x 3.50mm taxus¿ liberté¿ drug-eluting stent was selected for use and advanced to treat the target lesion. During the procedure, when the device was advanced towards the lesion, the stent was dislodged prior to full deployment. The physician implanted the dislodged stent in the location where it was dislodged to avoid the stent from moving further and the procedure was completed. No patient complications were reported and the patient's status was stable.